Event description:
It was reported that the pump malfunctioned and could not operate properly. There was no reported impact to the customer¿s blood glucose level. Reportedly, customer reverted to manual injections for insulin therapy.